Manufacturer narrative:
(B)(6). Device is a combination product (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance is limited due to anatomical/procedural factors. (B)(4).

Event description:
(B)(4) study. It was reported that during a coronary artery stenting treatment procedure, incomplete stent apposition occurred. In (B)(6) 2009, clinical status assessment identified the patient's qualifying condition as stable angina (ccs classification 2) and the patient was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (prox lad) with 90% stenosis and was 20mm long with a reference vessel diameter of 4.0mm. The physician treated the lesion with pre-dilation using a 3.0x20mm quantum maverick balloon and placement of a 3.50x28mm promus element stent. Since the proximal portion of the target vessel had a diameter of 4.5mm, therefore, there was incomplete apposition of the study stent. A 4.5x15mm quantum maverick balloon was used to dilate the proximal portion of the stent at 12 atmospheres, whereas a 3.5x12mm quantum maverick balloon was used to dilate the distal portion of the stent at 16 atmospheres. Following post dilatation the ultrasound showed improved results. Residual stenosis was 0%.